Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystoscopy and bilateral salpingo-oophorectomy due to symptomatic uterine fibroids.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterctomy due to stress urinay incontinence. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring.(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/29/2017. Patient codes: (B)(4) urinary retention. It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
Patient codes: (B)(4) - burning sensation, (B)(4) - discomfort additional narrative:it was reported that following insertion the patient experienced burning sensation and discomfort.

Manufacturer narrative:
Additional patient codes: (B)(4) - urinary incontinence, (B)(4) - urinary tract infection additional narrative: it was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.